Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Part of one of our broach handles became disassembled due to locking screw loosening. All pieces recovered.

Manufacturer narrative:
The event was confirmed. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Conclusion: the returned device was shipped to the supplier, greatbatch medical, for evaluation. The supplier confirmed the event concluding, "the missing pin is the cause of the device being unable to latch onto broaches but the cause of the weld breakage and pin missing is unknown." There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event.

Event description:
Part of one of our broach handles became disassembled due to locking screw loosening. All pieces recovered.

Manufacturer narrative:
Corrected data: device not returned for evaluation. An event regarding a non functional instrument due to subcomponent loosening involving a restoris broach handle was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because the device was not available for evaluation. No further investigation for this event is possible at this time as no device was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened. Device not received.

Event description:
Part of one of our broach handles became disassembled due to locking screw loosening. All pieces recovered.